Manufacturer narrative:
Date of event:(B)(6) 2020. Date of report: 28aug2020.

Event description:
It was reported to philips by the customer (biomed) that the touchscreen not working on the lower half of the screen. The device was not in clinical use at the time of the event. There was no report of patient or use harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The biomed stated he tried calibrating the touchscreen, but does not work on lower half of the screen and touchscreen fails. The rse provided the biomed with the part information to order a replacement touchscreen assembly.

Manufacturer narrative:
G4: 25sep2020; b4: 28sep2020. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. 1. Friday, august 14, 2020 9:41 am emailed (B)(6). 2. Wednesday, september 9, 2020 3:08 pm emailed (B)(6) and 3. Friday, september 25, 2020 2:27 pm emailed (B)(6). A review of this case found no parts were ordered or onsite service requested and the case was closed. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.